Event description:
Device malfunction: none. Symptoms: left leg weakness, speech difficulty, dysphasia. Time of symptoms/ae: 21 days post-procedure. It was reported that the pt received two acculink stents in the heavily calcified right internal carotid in 2006. Twenty-one days post-procedure the pt experienced a stroke with left leg weakness, speech difficulty and dysphasia. The pt was given heparin and coumadin. The pt was in intensive care and then rehab and discharged to home nine days later with residual slurred speech and leg weakness. Reportedly, the pt was referred to outpatient rehab. No add'l info available.

Manufacturer narrative:
The rx acculink part # 1011344-30, lot# 6072252 referenced in b5 and d11 is being filed under the same MFR report number. Study event.